Event description:
The reporter stated the surgeon partially inserted a cq2015a collamer aspheric three piece lens. The surgeon noticed the lens had torn when lens was half way inserted into the eye. Lens was pulled back to remove it from the eye. There was no pt injury. Lens damaged in the delivery system.

Manufacturer narrative:
(B)(4): eval results: (other): visual inspection of the returned product found optic is torn. Piece of optic with haptic attached is torn off and missing. Conclusion: (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).